Event description:
Customer reported that while wearing the insulin pump, his blood glucose level continued to rise. Customer reported that he never received a no delivery alarm. Customer stated that he removed the reservoir and noticed that insulin had leaked out into the reservoir compartment. Customer reported that this was the second time he had noticed a leak. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).